Event description:
It was reported that the patient experienced bent cannulas event on (B)(6) 2026. The site of insertion was top of the leg. The patient subsequently admitted to emergency room visit due to elevated ketones and high blood glucose level measuring 400 mg/dl and was treated with intravenous insulin and also took manual shoots. The patient reported large ketones and experienced symptoms including confusion, tired/weak, increased thirst.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.